Event description:
It was reported that during a da vinci sacrocolpopexy surgical procedure, it was identified that the large suturecut needle driver instrument would not grasp. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the needle holder won't grasp. There was no trouble found. The instrument does not have any damaged, loose, broken, or frayed cable. In addition, the instrument passed a friction test. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported needle holder won't grasp if to recur could cause or contribute to an adverse event.